Event description:
After the biopsy, the needle was broken in the patient's body while removing the needle - what was the procedure that was being performed? Bone marrow biopsy aspiration. - how was item piece retrieved from patient/procedure? The surgeon conducted another surgery to retrieve the broken piece.

Manufacturer narrative:
Pr 3816904 follow-up emdr for device evaluation: three photos and one sample were provided to our quality team for investigation. Through visual inspection, broken needle was observed therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001397196 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was determined that the probable root cause is incorrect use by the end user. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
After the biopsy, the needle was broken in the patient's body while removing the needle what was the procedure that was being performed? Bone marrow biopsy aspiration. How was item piece retrieved from patient/procedure? The surgeon conducted another surgery to retrieve the broken piece. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? A CT scan photo is attached. What was the impact to the patient? Tbc was the procedure completed as planned? Tbc is there a photo or sample available showing the reported issue for the evaluation? As attached.